Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest observed blood glucose of 186 mg/dl after eating without an immediate meal announcement, and the meal was announced within the 30-minute window during the call. Symptoms included no reported symptoms and the user stated feeling fine. Outcomes included no alerts from the device, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education provided by support, with monitoring advised. Investigation of this case revealed no device malfunction or alert activity and no component issue identified, and the hyperglycemia resolved with appropriate meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.